Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025, while at a normal scheduled doctor¿s appointment they noticed that the patient¿s cgm was reading inaccurately. The reporter performed a fingerstick and bg was reading 478 mg/dl while the cgm was reading 377 mg/dl. At the time the patient was experiencing excessive thirst and not feeling well and was treated with a shot of insulin. The reporter then attempted to calibrate the cgm and removed the sensor. At the time of the report the patient was stable. The reporter called back on (B)(6) 2025, to report that the doctor called them to provide results of the patient¿s lab from their appointment and told them to take the patient to the emergency room (ER) immediately due to a risk of diabetic ketoacidosis. The patient¿s father took the patient to the emergency room. There was no treatment or further details of this visit provided by the reporter. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.